Event description:
It is reported that a customer experienced high blood glucose of 550 mg/dl. The customer was treated for the high blood glucose with 15 units of insulin. The customer was informed that there could be many reasons for high blood glucose. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.